Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 517 mg/dl and a correction bolus was delivered to address the bg level. The customer thought that the high bg was due to eating a high carbohydrate meal. The customer changed the infusion set site. A pump system check was performed and no device issue was found. Tandem technical support followed up and the customer's bg had lowered to 471 mg/dl and the customer declined any further follow up.